Manufacturer narrative:
Concomitant medical products: broviac( 2.7 french ) catheter, (2) syringes( ivp syringe/device syringe) microclave. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate, baby boy, race w. Initial (B)(6). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the user was administrating ivp phenobarbital when the filter "busted". The IV line was attached to a broviac (2.7 fr. Right ij) catheter. The facility went live a couple of months with the filter set however in the past 2 weeks, the nicu has noticed several filter extension set complaints. Although requested, the customer did not indicate any patient harm. The event occurred in the nicu.

Manufacturer narrative:
The customer¿s report of damage to the filter was not confirmed however a leak at the filter vent was confirmed. The set was visually inspected and clear liquid was observed in the tubing and 0.2 micron filter. There was no damage observed. During functional testing and pressure testing drops of fluid were observed to be leaking out of the filter vent. The root cause of the leak was identified as the fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure at which time the fluid seeks the path of least resistance through the filter vent.

Event description:
The customer reported the user was administrating ivp phenobarbital when the filter "busted". The IV line was attached to a broviac (2.7 fr. Right ij) catheter. The facility went live a couple of months with the filter set however in the past 2 weeks the nicu has noticed several filter extension set complaints. Although requested the customer did not indicate any patient harm. The event occurred in the nicu.